Event description:
It was reported that this tachy lead was placed without difficulty, but impedance readings during pacing system analyzer (psa) testing were unusually low, around 290 ohms. After verifying connections, the physician tested in unipolar mode, where impedance dropped below 200 ohms and pocket stimulation was observed. Shocking impedance was not tested, as the lead was never connected to the device and was only interfaced through the psa. This tachy lead also exhibited insulation damage, though the source could not be determined, and no further investigation was conducted. A repeated exchanged between firm and soft stylets were suspected to have contributed to the insulation damage. This tachy lead was easily removed and replaced, with no additional troubleshooting performed beyond confirming connection accuracy. No adverse patient effects were reported.